Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous right coronary artery (rca). A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was delivered to the rca atrioventricular branch, and on the first inflation the balloon ruptured. The procedure was completed with another manufacturer's device and the patient status was good.

Manufacturer narrative:
Age at the time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the mildly tortuous right coronary artery (rca). A 10 mm x 2.00 mm wolverine coronary cutting balloon monorail was delivered to the rca atrioventricular branch, and on the first inflation the balloon ruptured. The procedure was completed with another manufacturer's device and the patient status was good. Device evaluated by manufacturer: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 5mm distal to the distal end of the proximal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified that the hypotube was kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. No other issues were identified with the shaft of the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.